Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade ii ,device foreign matter. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast augmentation with mentor smooth round high profile, 270cc saline breast implants experienced bilateral capsular contracture grade ii on the left and IV on the right-side post procedure. The report indicated that partially deflated on the right. The extensive of patches of black matter on inner surface, and tissue ingrowth on valve. The matter diagnosed via intra op and physical consultation for deflation. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3505375bc, sn#: (B)(4), and right replaced with cat#: 3505350bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left side.